Event description:
It was reported that low impedance and high capture threshold were found. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomaly found.